Event description:
The customer reported to philips healthcare that the device required a localized paddle set. There was no patient involvement.

Event description:
The customer reported to philips healthcare that the device required a localized paddle set. No specific paddle set related symptom was reported. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.